Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not starting up. Upon troubleshooting, fse found that there was an internal power supply failure. Actual cause was found to be issue with the low voltage power supply (lvps) at the rear of the m-cabinet. Review of the log file showed malfunctioning of sib and also flex pc and host pc so fse recommended to replace flex pc and host pc if it happens again. Fse replaced lvps and proactively refilled the detector coolant. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded failure was found to be defective power supply. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system failed to boot up successfully, stalling at 00:00. The system was in clinical use. There was no reported patient or user harm.